Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was experiencing heat. The device was not being used during surgery. There was no pt or injury reported. There was no add'l info provided.